Event description:
This is a solicited report by a pharmacist with supplemental information by a nurse from (B)(6) of cloudy effluent recurrent and bacterial peritonitis with culture positive for staphylococcus epidermidis in a (B)(6) male patient coincident with extraneal viaflex therapy. On an unreported date in (B)(6) 2009, the patient began treatment with extraneal viaflex 1 bag nightly for a long dwell (lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The patient also received pd therapy with gambro pd solutions. On an unreported date, the patient received extraneal viaflex from (B)(4) (lot number unknown) and experienced cloudy effluent. The patient did not have any other clinical symptoms. On the same day, the patient received gambro pd solutions and the peritoneal effluent was clear. The next day, the patient received extraneal and the effluent remained clear. The patient experienced this same event on more than one occasion; however, the dates and frequency of the occurrences were not reported. On an unreported date in (B)(6) 2011, the patient began using extraneal viaflex (lot number unknown) imported from the USA. On an unreported date in 2011, the patient received extraneal and experienced cloudy effluent. The patient did not have any other clinical symptoms and the nurse stated that no break in aseptic technique occurred. On the same day, the patient received gambro pd solutions and the peritoneal effluent was clear. The next day, the patient received extraneal and the effluent remained clear. The reporter stated that the same event of cloudy effluent recurred in this same way every seven to ten days. On an unreported date in 2011, the patient used extraneal viaflex from the USA (lot number unknown) and experienced very cloudy effluent. Outcome for the event of cloudy effluent recurrent and the action taken with extraneal therapy were not reported. The reporter believed the event of cloudy effluent recurrent was possibly related to extraneal therapy. Follow-up information ((B)(4) 2011): follow-up information was received from a pharmacist and a nurse. On (B)(6) 2011, the patient experienced very cloudy effluent without pain or fever. On the same day, the patient experienced bacterial peritonitis. The patient was not hospitalized for the bacterial peritonitis. The patient used extraneal bags prior to the events of very cloudy effluent and peritonitis. On (B)(6) 2011, the patient began treatment with vancomycine and gentamicine ip. On an unreported date in (B)(6) 2011, extraneal therapy was withdrawn and the patient continued pd therapy with gambro solutions. Outcome for the bacterial peritonitis was not reported. The reporter believed the bacterial peritonitis with culture positive for staphylococcus epidermidis was possibly related to extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.